Event description:
It was reported that on (B)(6) 2012 a repeat computed tomography (CT) scan of the chest was performed 3 months post implant of (B)(6) 2012, which revealed a persistent contrast extravasation from the mid portion of the deployed graftmaster stent implant (5.0x19 mm) located in the mid saphenous vein graft (svg). The mid svg was treated with a 4.0x19 mm graftmaster stent with good results. Contrast extravasation was observed in the distal portion of the svg. Two 4.0x12 mm graftmaster stents were implanted for treatment; however, were not successful as a minimal leak was still observed distally. Attempts to treat the distal svg with an unknown peripheral covered stent proved difficult as the stent could not be moved through the vein graft. An angiogram revealed an adequate sealing of the persistent mid svg pseudoaneurysm and the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. The 5.0 x 19 mm graftmaster referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The graft master was advanced for treatment of a large saphenous vein graft (svg) pseudoaneurysm. It should be noted that the otw graftmaster instructions for use (IFU), in the indications section states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. In this case, it is unknown if the treatment to seal the aneurysm contributed to the reported event.